Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a new device was being prepared for implant, the diagnostic mobile programmer application showed that the device had been implanted and activated at a prior date. It was noted that subsequent interrogation with a programmer and the application showed that the device was new. Further investigation showed that on the initial attempt, the application was displaying information for a different device, which had been implanted at a prior date. The application remains in use. There was no patient involvement.